Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a scheduled follow up. The device was not functioning as expected with the radio frequency telemetry upon interrogation. A device download was performed and successfully restored the radio frequency functionality. The patient was stable before, during and after the interrogations and will continue to be monitored.